Event description:
It was reported that the patient experienced complete heart block with an escape rhythm and a pre-syncopal event. It was also reported that the right ventricular (rv) epicardial lead exhibited high thresholds, intermittent loss of capture, leading to complete loss of capture, secondary to a possible lead fracture. The rv epicardial lead was capped and replaced. Medical intervention was required as part of this event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.